Event description:
This is a spontaneous report by a physician from (B)(4) of peritonitis in an adult patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy effluent. The patient was otherwise clinically asymptomatic. The patient was not treated with antibiotics. On (B)(6) 2010, extraneal therapy was stopped. On (B)(6) 2010, 24 hours after extraneal was stopped, the sterile peritonitis resolved. On an unreported date, extraneal therapy restarted with a different batch number. The sterile peritonitis did not return. Pd therapy was ongoing. At the time of this report, the patient's peritoneal effluent leucocyte count was normal, the effluent was clear, and the patient was asymptomatic.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.